Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the needle¿s working length and sheath was kinked at the distal end of the handle. Further evaluation revealed that the needle was bent at the distal end. The handle was disassembled and the it was found that the needle inside the handle was bent into a loop. Functionally, that needle was unable to extend out of the sheath when the handle was actuated. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the lymph node during a endobronchial ultrasound bronchoscopy transbronchial needle aspiration (ebus-tbna) procedure performed on (B)(6) 2016. According to the complainant, during the procedure at the beginning of the second pass, the needle would not extend out of the sheath. The device was removed and checked outside of the scope, however; the needle failed to extend out of the sheath. As per physician¿s assessment, samples has been obtained with this device during the first pass, therefore; the procedure was completed with no reported patient complications. The investigation found that the needle was bet at the distal end. This is deemed as an MDR reportable event. Please see h10 for full investigation results.